Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that after placing the ipg into MRI mode, the patient was unable to exit MRI mode. Troubleshooting was able to resolve the issue and therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.